Manufacturer narrative:
A device history record (DHR) review of the sample lot # was performed and confirmed that the products were produced accomplishing all quality requirements and were released according to all established procedures. Eight new samples were received for evaluation. The received samples were evaluated visually and functionally and the condition reported was verified. An 8 fr catheter was assembled instead of a 10 fr catheter; after investigation the possible root cause was determined to be a supplier or manufacturing issue. The supplier bought catheter was removed from ship to stock status from the manufacturing incoming inspection department and a quality assurance alert was posted in the incoming inspection department as well as the manufacturing floor. Device history record (DHR) investigation of lots before and after, have shown no similar conditions at this time. A formal corrective and preventative action investigation was opened at the manufacturing site to address this event. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 6/16/2016. An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an open suction catheter. The customer reports that the product is labeled as a 10fr catheter; however, when opened and compared to others it appears smaller than a 10fr.